Event description:
Caller reported a malfunction on the pump, identified by the error code malf 0, which did not lead to the customer¿s blood glucose level exceeding 500 mg/dl. Corrective actions involved technical support providing the caller with pump reset information and assisting in resetting the pump. The issue did not recur after the reset, and the caller was advised to continue using the pump while also being instructed to call back if any malfunctions happen again.